Manufacturer narrative:
Product analysis: blood was visible in the balloon indicating a leak in the inner member. The balloon was deflated on return. The balloon folds were open, inflation had been performed. There was deformation evident to the distal tip. There was bunching evident to the balloon bond and inner member. There was bunching evident in several locations on the distal shaft and inner member. The device failed negative prep. The device was inflated to nominal pressure of 12 atm. The balloon filled with blood. Blood was visible exiting the distal shaft at the location of the bunching. A tear site was evident on the distal shaft at the location of the bunching. The distal shaft was cut away and there was tear site evident on the inner member beneath the tear site on the distal shaft. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a nc-euphora balloon. The lesion was pre-dilated. It was reported that during the procedure an attempt was made to advance the nc-euphora rx ptca balloon catheter however resistance was encountered. A second attempt was made to advance the device however the nc euphora balloon failed to cross the lesion. The patient was reported to be alive with no injury. Device analysis identified deformation.